Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superior femoral artery. After a non-bsc guide wire was advanced to the lesion, a 6.0mm x 60mm x 135cm (4f) sterling balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 10 atmospheres. The device was removed intact and the procedure was completed with a 6.0mm x 40mm x 135cm (4f) sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).